Event description:
Report received from abbott international affiliate stating: "the customer set up the unit at a flow rate of 12 ml per hour, but more than twice as much solution as the normal amount flowed. Then he set up the dial at 5, but the problem was not solved. He stopped using this unit, and a pump was used instead." The solution being infused was not specified. There was no report of any adverse patient event. No additional information was available.